Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that the first filter deployed demonstrated significant tilt and was consequently snared and removed. Another filter was deployed with no reported harm to the patient. No product was returned and no imaging was obtained and based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to tilt during deployment. However, the complaint will be reopened in case additional information would become available. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Occupation: non-healthcare professional. Investigation is still in progress.

Event description:
Description of event according to initial reporter: ¿the first filter that was deployed demonstrated significant tilting to the right; therefore this filter was snared and removed. A new celect ivc filter was deployed in an infrarenal vein position slightly inferior to the previous filter position." Patient outcome: unknown.